Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a neuro soft tissue ablation procedure, the laser was under ablating. It was reported that at a thirty percent dosage, the ablation was below expectations. Adjustment of the percent did allow for more ablation. To continue with the procedure, longer ablation times and higher percentages were used. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided. Medtronic received additional information that the laser generator tested out normally when utilizing a test kit.